Manufacturer narrative:
This event occurred during unspecified dates over the last "several weeks" from the reported information. Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 4 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the injection port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured between december 05, 2019 to december 09, 2019. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak on the administration infusion spike port cap on both of the returned samples.the reported condition was verified. The cause of the condition was due to inadequate spike port bonding or lack of cyclohexanone being applied to the cap(s) when being inserted into the spike port tubing during the manufacturing process. The two (2) remaining samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.